Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient participated in a tomoxfix-small study and experienced skin pain around the plate, 1-3 months post-operatively. It caused implant removal on (B)(6) 2014. This report involves an unknown screw. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown screw, part and lot numbers are unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.